Event description:
Product rec'd 03/03/2000. There were signs of ed use as a blood residue was present on the devices. The eval found that the loop end had pulled out of the tube on the kit. The i.d. Of the tubing was measured with calipers and found to be within spec. The cause for this event is unknown. It is possible that there was excessive force applied during the procedure.

Event description:
It was reported that during an enteral feeding tube placement procedure, the loop wire of the device broke off from the tube when the physician tried to remove it from the stomach. It had to be removed with forceps. The product is being returned for evaluation.